Manufacturer narrative:
Isi obtained the following additional information: the instrument was in use for around 40 minutes prior to the issue occurring. There was no fragment of the teflon pad missing. The assistance removed the teflon pad and cleaned it. The teflon pad did not fall into the patient. The nurse grabbed the whole teflon pad and no additional surgical procedure was needed. There was no injury to the patient and the patient had not returned to the hospital from experiencing any post-surgical complications. The surgeon believes the quality of the instrument was why the teflon pad needed to be removed. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument was inspected prior to use and the instrument was normal. The fragment will be returned back to isi. There was no video or images available for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had the pad lost.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm harmonic ace instrument to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad damage was confirmed, but the instrument blade was not broken, but instead it had significant amount of mechanical indentations and burrs. Additionally, it was noted in remotefe tool table that the instrument was used for over an hour. The extent and type of damage observed on the blade is expected from this long of an instrument usage.